Event description:
The complainant reported the patient was on impella cp support. While on support, dorsalis pedis pulse was not present and posterior tibial pulse was faint in the right foot. The nurse reported that the patient needed a thrombectomy. Additionally, the patient developed torsades therefore defibrillation and magnesium were given. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt and limb ischemia could not be determined.